Manufacturer narrative:
Product analysis: visually, the tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 1/4¿ in length. The break occurred at the first proximal tooth valley. The inner and outer assembly teeth were bent in such a way that indicates the inner blade teeth impacted the outer teeth which resulted in the observed break. The failure mode in the complaint samples could not be reproduced using non-complaint samples. The areas of the device that are in question are supplied material components. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product analysis results pending completion of evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a piece of a tricut blade broke off when it was being removed from the patient. There was no patient impact.